Event description:
It was reported that, a stryker 6.0mm vitallium rod broke postoperatively in a xia 3 case. The main problem with this case is that the rod broke so soon after the original implantation. The case was done in (B)(6) of 2011 and the rod had to be revised on (B)(6) 2011. There were no traumatic accidents/incidents to the pt that could have caused this according to hospital info.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.